Event description:
Customer reported receiving a high reading of 249 mg/dl on their blood glucose monitor. The laboratory reference reading of 40 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (47u15h) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and a new issue was observed. All results were within the range during control solution testing. Contamination of control solution and cleaning solution was observed in the strip port. Additionally, the reported reading of 249 mg/dl was found in the meter's memory log. Note: the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.